Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable cardioverter defibrillator (ICD). The patient was referred to the physician for further troubleshooting. The ICD remains in use. No patient complications have been reported as a result of this event.